Event description:
It was reported to empi that, a pt received blisters/burns on the top left and the lower right side of her buttocks. The pt was instructed by her physical therapist to cross the lead wires by placing one on the top left of her buttocks and one on the lower right buttock. The unit intensity was set at 2.5 and was on for 3 to 4 hours. The pt stated she started the unit and after 20-30 minutes, she reset the unit. About 30 minutes later, she thought the unit stopped working and took it off. The pt did not notice any soreness after the initial session but woke up the next morning with the two blisters filled with fluid. She then contacted her physical therapist and was told to use lanacane anti-bacterial first aid spray plus antibiotic waterproof band-aids.

Manufacturer narrative:
The pt was asked to send empi the suspect product. As of this report, we have not received the device or electrodes. A follow up report will be submitted if more info becomes available.